Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that after the customer entered the circulation extra-corporelle (c.e.c) they noticed a blood stain on the sheet that was on the floor. The customer then checked the entire circuit of tubes and the oxygenator, and they observed that the line that comes out of the venous reservoir and enters to the roller, to then enter the entrance of the membrane was leaking. The leak was observed to be from the ½ x " connector that connects with the pvc tube. The customer stated that the issue persisted and the only thing they could do was put in the connector seals and after about 50¿ and this stopped the blood leak. The device was used to complete the procedure. There was no patient impact associated with this event. Medtronic received additional information that the same leak did not appear in multiple packs. There was no visible air in system/tubing. The amount of patient blood loss because of this leak was approximately 20cc and a transfusion was not required because of this leak.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.